Event description:
It was reported the physician was implanting a 30mm gore® cardioform septal occluder to close a patent foramen ovale (pfo). The pfo was crossed with an amplatz super stiff .035 guidewire. It was unclear if the guidewire was in the left atrial appendage or in the left upper pulmonary vein. Intracardiac echocardiography was also used during this case. There were some issues with maneuvering the probe in the right direction. The cardioform device was advanced and deployed. After repositioning, the device was locked and released. The patient was transferred to recovery and after about 10 minutes in the room, the patient¿s blood pressure dropped. A bedside echo was performed, and a pericardial effusion was observed. A pericardiocentesis was performed and a drain was placed. After medical management all vitals were normalized, and the patient was stable. The physician was uncertain on what exactly caused the delayed pericardial effusion.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: significant pleural or pericardial effusion requiring drainage. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.